Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure and it was suspected that the polarity of the right ventricular (rv) lead was switched from bipolar to unipolar at that time. A device check approximately six months later showed that the rv lead exhibited bipolar high impedance as well as high sensing integrity counter (sic) and oversensing on stored electrograms. The lead will be closely monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.